Manufacturer narrative:
Initial reporter's (guofeng yu) phone number: (B)(6).

Event description:
It was reported that during procedure, the physician observed that the console had low energy levels. The procedure was completed with a different device. There were no patient complications.